Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Functional testing determined that there was an open in the cable causing the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that a kinevo cable was bad at install (bai). The cable was sitting in coordinators office unused, while waiting for kinevo to be integrated. Upon usage, kinevo representative confirmed cable was bai. No patient present.